Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis was lumbar spinal canal stenosis. It was reported that, when folding the pps tab, at the physician's discretion, fingers were used to operate it without using a special instrument. It broke at the instrument part, not at the implant part that originally broke, did not notice that it remained in the body, and closed the wound. Detected during post-operative x-ray imaging after wound closure. Reopen the wound and fold the remaining part and the operation was completed. Procedure or technique performed was oblique lumbar interbody fusion and posterior pedicle screw. There was a delay of less than 60 minutes occurred as a result. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.